Manufacturer narrative:
The needle was not returned for investigation and the lot number remains unknown; therefore an internal investigation could not be performed. Without investigation of the product, the complaint could not be confirmed and root cause could not be determined. The case was completed with no injury to the patient.

Event description:
It was reported that four iceforce needles were used for a cryoablation procedure. During the freezing cycle, the patient experienced twitching. The doctor assumed that the injection site must have been near a muscle and continued with the case. They then thawed with no issues. The twitching occurred again during the next freeze cycle. The doctor administered lidocaine and was not concerned. The case was completed and the patient was not injured. The needle will not be returned.